Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this pacemaker was repositioned due to discomfort from device protrusion. Following the device repositioning procedure, the right atrial (ra) lead was suspected to be dislodged. Sensitivity programming changes were made and the device was reprogrammed to vvi 60 pending a lead revision procedure. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.